Event description:
It was reported that this item is experiencing loss of light due to the ballast during a case. Another unit was available and procedure was completed.

Manufacturer narrative:
Additional information will be provided once investigation is completed.